Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, h1, h2, h3 and h6. As reported, the 4mm 15cm 150 saber percutaneous transluminal angioplasty (pta) balloon catheter was damaged and had leakage of the unknown contrast agent. There was no reported patient injury. Photograph was provided and available for review. Additional information was requested; however, was not received. Previously, no product was received for analysis, instead one picture related to the reported failure was provided by the customer. Picture analysis was performed with the following results: as part of the picture one it was observed the outer box of a saber product. Some labels in chinese language observed placed in the box and the following information could be read: catalogue#48004015x & lot# 82179184, use by date# 2022/09/30. No other anomalies of the product were noticed at the attached picture. Subsequently, the product was later returned for analysis. A non-sterile saber 4mm x 15cm 150 pta balloon catheter was received for analysis inside a plastic bag. Per visual analysis, no physical characteristics could be observed by the naked eye. Functional testing was performed on the unit. A syringe filled with water was attached to the inflation lumen and pressure was applied. However, a leakage was observed in the unit due to a ruptured on the balloon surface at the proximal area of the balloon. Per microscopic analysis, sem analysis was performed, results showed that the balloon leakage was caused by a rupture on the balloon surface. The inner surface presented no anomalies near the balloon rupture. The outer surface presented evidence of scratch marks near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface could probably led to the rupture condition found on the received device. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82179184 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system leakage¿ and subsequent findings of ¿balloon burst¿ were confirmed during device analysis. However, the exact cause cannot be determined. The outer surface of the balloon presented evidence of scratch marks adjacent to the rupture noted on the proximal area of the balloon. It is likely vessel characteristics, although unknown, contributed to the reported event as evidenced by device analysis. The balloon material near the rupture appears to have been torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82179184 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 4mm 15cm 150 saber percutaneous transluminal angioplasty (pta) balloon catheter was damaged and had leakage of the unknown contrast agent. There was no reported patient injury. The device will be returned for evaluation. Photograph was provided and available for review. Additional information was requested; however, was not received. Balloon rupture/burst was found during the product evaluation and code was added.